Manufacturer narrative:
The device was returned for evaluation and the customers complaint was confirmed. It was noted that a brown substance was found. Based on the results of the investigation, it is likely that the following led to the malfunction: a likely cause could not be provided a device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the evis lucera elite gastrointestinal videoscope had foreign material come out of the air/water supply nozzle. The issue occurred during preparation for an examination as the device was not able to supply air/water. The procedure was completed with another device. There were no reports of patient harm.